Event description:
It was reported that a missing sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2023. It was indicated that the patient removed the transmitter from the sensor pod before removing the sensor from the body, which is misuse of the device. On the same day the sensor was inserted, the patient went to the hospital and had an ultrasound of the sensor insertion site. It was reported that the sensor wire was retained in the patient's skin. Following the ultrasound, the sensor wire was surgically removed. There was no further information about what type of surgery. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).